Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-00137. No imaging was provided. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the access site bleed is likely related to patient factors (age) and ¿swollen¿ left ventricle due to vessel spasm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) tavi case registry, hemodynamic instability and catheter site bleeding were observed during the transapical tavr procedure for a 26mm sapien xt valve. The patient has a history of triple vessel disease (tvd) and 25% to 50% stenosis was observed. As the patient¿s renal function was poor, percutaneous coronary intervention (pci) prior to the tavr was not performed. Balloon aortic valvuloplasty (bav) was skipped and the valve was implanted with nominal volume. After the valve was implanted, hypotension was observed. Blood pressure (bp) was in 40's mmhg to 50's mmhg. As echocardiography observed ventricular asynergy, so an angiography was performed to rule out for left coronary artery (lca) occlusion. Angiography revealed spasm. 2ml of nitroglycerin was administered. The patient then became hemodynamic stable. When the ascendra+ sheath was removed and the lv access was being closed, bleeding started. The wall around the left anterior descending coronary artery (lad) was ¿swollen¿. The damage was able to be sewn and bleeding was stopped. Thoracic drain was placed and procedure was closed. The physician stated that the spasm occurred due to the pre-existing stenosed lesion. Due to rapid ventricular pacing (rvp) during the procedure, the flow volume was decreased further. The left ventricle wall was ¿swollen like after acute myocardial infarction (ami) occurred¿.